Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 410 mg/dl. The customer's reservoir had occlusions in the form of air bubbles. The customer was assisted in clearing the occlusions, however, she received a no delivery alarm from her insulin pump since the reservoir was empty. The customer was advised to change her reservoir. The product is not being returned. Nothing further was reported.